Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) in the left ventricular (lv) channel. Technical services (ts) was contacted to confirm the loc, and it was asked not to provide any reprogramming options as the patient was in hospice and their care was being withdrawn. This cardiac resynchronization therapy defibrillator (crt-d) lead remains in service. No adverse patient effects were reported.